Event description:
A medtronic representative received a report on (B)(6) 2014 from a site that on (B)(6) 2014, while in a spine trauma procedure, the surgeon alleged screw placement inaccuracy on one screw. Top was in, when the surgeon got to the vertebral body, one of the eight screws had placement difficulty. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. System archive does not have plan or screw placement. - no parts have been returned to manufacturer for analysis. - no further issues have been reported.